Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the green handled on the biopsy kit broke off with the rest of the device still in the patient. The patient was taken from the ir to the or and a neurosurgeon removed the rest of the device. It should be noted the procedure was completed successfully.

Event description:
It was reported that the green handled on the biopsy kit broke off with the rest of the device still in the patient. The patient was taken from the ir to the or and a neurosurgeon removed the rest of the device. It should be noted the procedure was completed successfully.

Manufacturer narrative:
This event was originally reported under MFR report # 3015967359-2024-00676. This report is being filed due to the reported medical intervention.